Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant was removed due to pain. Patient saw general dentist after experiencing pain at # 5 after eating an apple. Implant noted to be loose, grossly mobile. It was explanted w/o issue once abutment screw was engaged. Customer didn't use another device to complete the procedure. No other symptoms were reported. Patient will return for an additional appointment. Tooth # 5.

Manufacturer narrative:
One imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Implant shows minor signs of use. Implant matched print when measure using caliper 1831, due (B)(6), 2022. No malfunction was noticed during product evaluation that will contribute to the event. The devices could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #5 (universal) for approximately 2.5 years. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot number (1227556) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op#150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1227556) for similar events (complaint category keywords: pain) and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information available at the time of this report.